Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging his old machine keeps opening which makes the machine stop and he get on air. It's happening several times each night. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The manufacturer concludes that they could not confirm the customer's allegation and there were no visible foam degradation and unit is scrapped.